Manufacturer narrative:
Additional information: as received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-18592. It was reported that the patient presented in clinic with unknown signs and symptoms of pericaridal bleed. The cause of the bleed was unknown. The right atrial lead was explanted, and the right ventricular lead was repositioned on (B)(6) 2019. The patient was stable.